Event description:
The device charged and discharged six times successfully on a patient (age unknown) in a cardiac arrest. However, on the seventh attempt to defibrillate the patient, the device made a loud pop sound, failed to discharge and displayed an unknown error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. The device was taken out of service and brought to the facility's biomed department, during biomed testing, the device displayed a "defib fault 78" message.